Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 43x41 mm diameter abdominal aortic aneurysm. The aortic neck diameter was 17 mm proximally with a length of 40 mm. There was mild vessel tortuosity and mild calcification. It was reported that upon completion angiography, an alleged type iii fabric endoleak was noted into the aneurysm sac originating from the area around the flow divider of the bifurcated stent graft. The physician felt comfortable implanting another stent graft below the flow divider on the ipsilateral side of the bifurcated stent graft. After the stent graft was implanted completion angiography still showed an endoleak into the aneurysm sac. Multiple views and images with contrast injections were taken. It was reported that the patient developed a fever and had elevated heart rate due to other health issues not related to the stent graft. A cta was performed the following day and the endoleak was resolved. No further intervention is planned. The physician stated the cause of the endoleak is either a hole in the graft material or flow between fibers in the graft material. No additional clinical sequelae were reported and the patient is fine.